Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: the intellcuff device restarts continuously. There is no leakage noticed and the battery charging works. The screen flashed and displayed the technical failure tf10 alarm code. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: device evaluation. The device log files have been received and reviewed as part of the investigation. Based on the analysis of the logs, the device generated an alarm with code tf10, which indicates that the motor was not operating as intended. It is important to emphasize that the device was not in clinical use at the time the event occurred. As such, there was no impact on patient care. As part of the corrective action, the service technician reinstalled the device software. Following the reinstallation, the intellicuff resumed normal functionality. However, the exact root cause of the issue could not be precisely determined.